Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation was able to confirm the loss of the imaging function on site. The cause was determined to be the imminent overheating of the x-ray tube, which is cooled by a cooling unit. The affected system issued a corresponding error message, switched to the bypass mode, and did not allow any further radiation triggering in order to protect the system from possible damage. In this respect, this is a specified protective function of the system, which represents a mitigation of the problem. There are many possible causes for such a case. In individual cases, these are very difficult to determine retrospectively, especially if there is no longer a defect on site because the system has already been repaired. After considering the available data, our system specialists see the following possible causes, with the last point as the most likely: - if the cooling system of the x-ray tube, has not been filled with water as described in the instruction manual. - if the water evaporation through the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the system. - if the cooling circuit had a leak. Unfortunately, these cases cannot be verified in retrospect, especially since the cooling unit was replaced. Cooling medium was also topped up in the process. Since the service intervention, the system has been working as specified. A possible general fault that would require corrective measures to the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported a "tube hot" error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.